Event description:
Customer reported that during use of the n-560, a cannula was disengaged and the pt suffered cardiopulmonary arrest. Cardiopulmonary resuscitation was performed. The customer alleged that the n-560 alarm was not heard. Customer found that the alarm volume was set to level 2, although usually it was set to the factory setting of level 4 at the site. The alarm volume was not checked before use. Info obtained indicates that the n-560 has been placed back into use in the facility. It was reported that the level of consciousness of pt stays decreased; however, it is unk if the pt condition was pre-existing to the incident. Cannula MFR is unk.

Manufacturer narrative:
Selection of warnings copied from the oximax n-560 pulse oximeter operator's manual, pn (B)(4). Warning: do not silence the audible alarm or decrease its volume if pt safety could be compromised.